Event description:
Customer reported that when opening the exeter stem during surgery, she found that the two cementralizer were missing. She added that she then opened a second pack and used the centralizer from this one. She also reported that the surgery could be completed without delay or adverse consequences.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.